Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a pump. As reported there is no indication of patient involvement or patient harm regarding the event. No patient symptom was reported. When the company representative read the pump in the box, the logs showed a stall. At the time of the report it was advised that the pump should not be used for implant and should be returned to the manufacturer for analysis. After speaking with tech support we believe the pumps froze from temperature at some point in the handling process. All 4 pumps stalled on (B)(6) 2020 at roughly the same time for roughly the same amount of time.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found no anomalies. The returned device passed all testing in the laboratory and no anomalies were identified3004209178.

Manufacturer narrative:
Device codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.